Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software investigation was completed and was unable to determine probable cause without further information. The logs show the software correctly responding to distinct button presses all within a one second time period (20:55:23.2180 - 20:55:24.2180). A medtronic representative, following up with the site, reported that the "transport brake set" button was turned on which prevents the system from moving while allowing the gantry to still move. On (B)(4) 2015, a medtronic representative tested the system and was unable to replicate the reported event. The medtronic representative reported the system performed as expected and was functioning normally. No further issues reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that the imaging system moved downward while the medtronic representative was pressing the "move backward" button. The medtronic representative was convinced that the "gantry down" button was not touched. There was no patient present when this issue was identified.